Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (hypotensive shock, metabolic encephalopathy, acute kidney injury, hyperkalemia and hemolysis) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the mitral annular calcification (mac) position. As there are no specific IFU or training materials related to mac procedures, the available training materials were reviewed only for information potentially relevant to the device use.

Event description:
As reported by the field clinical specialist (fcs), during an off label case of a 29mm sapien 3 ultra resilia valve in mac (mitral annular calcification) via transeptal access with lampoon, there was mild pvl (paravalvular leak) at end of case. The patient left room in stable condition, however the fcs was notified 3 days later that the patient has hemolysis with creatine of 5. The family declined the pvl closure.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during an off label case of a 29mm sapien 3 ultra resilia valve in mac via transeptal access with lampoon, there was mild pvl at end of case. The patient left room in stable condition, however the fcs was notified 3 days later that the patient has hemolysis with creatine of 5. Family has declined the pvl closure. Per medical record review, the patient expired in the hospital with immediate cause of death listed as mitral valve replacement (mvr) with paravalvular leak (pvl).